Event description:
A report was received that the patient is experiencing pain and numbness in her back and is also having trouble charging her ipg. The physician doesn't suspect that the new pain and numbness are device related. The physician decided to replace the entire system and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted found that no anomalies or deviations potentially related to the event occurred during manufacturing.